Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 410 mg/dl. The customer state they had treated their blood glucose with the insulin pump. Customer declined to troubleshoot for their high blood glucose. It was also found the customer received no delivery alarms. Customer was advised their alarm may be caused by a bent or occluded cannula. The customer also reported their infusion set tape was sticking on to their serter. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.